Event description:
Patient underwent laparoscopic nissen fundoplication hiatal hernia repair. Surgeon used an endostitch to close an anastomosis in the patient with a surgidac 0 suture. After loaded and used on the tissue, the needle became stuck in the tissue and he had to cut it off the needle, thus leaving the needle in the patient's tissues. We removed the endostitch and replaced it. The same event happen again, yielding 2 needles in the patient's tissue. They were not visible and therefore unretrievable.